Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of unable to interrogate via rf telemetry. The cause of the complaint was due to a crc error. No further anomalies were found.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator was not able to interrogate via rf telemetry. The device was not implanted.